Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device entanglement could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial tachycardia (at) ablation procedure, the catheter became entangled with the sheath. As the activation map showed a left sided at, a transseptal puncture was performed without issue. An attempt to remove the catheter from the right atrium was unsuccessful. After multiple attempts to remove the catheter, it was thought that the transseptal sheath was going through the splines of the hd catheter. The sheath was put back to the right which allowed the catheter to move freely again and was removed without further issues. The catheter was exchanged and the procedure continued with no consequences to the patient.